Manufacturer narrative:
(B)(4). The lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
A (B)(6) female patient reported that the day after having cataract surgery on her right eye using the tecnis multifocal intraocular lenses (iol) model zlb00 in (B)(6) 2015 and another zlb00 implanted on her left eye on (B)(6) 2015, she can't drive at night because she sees 7 halos around each. She has reported having a laser treatment post-op. The patient stated she cannot tolerate any bright lights or day light with both eyes and was prescribed glasses and then dark sun glasses for the bright lights. She can't drive at night and is very disgruntled. She stated that she has been to the doctor 5 times. The patient suffers from high blood pressure, high ac1 (diabetes) and anxiety. No other information was provided. Since both eyes were affected, there will be a two medical device reports (mdrs). This one represents the left eye.